Manufacturer narrative:
Concomitant products: 5086mri45 lead implanted: (B)(6) 2011. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that a full electrical reset of the device occurred. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.